Manufacturer narrative:
Corrected fields: e2/e3/g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera ultrasonic bronchofibervideoscope, had air/water leakage at bending part. The issue occurred during the preparation for use. The procedure was diagnostic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there is a coating peeling on the connecting tube (over 1mm2). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: there is a coating peeling on the connecting tube. (Over 1mm2); number of elements lost by ultrasonic cable damage exceeds specification; corrosion due to leakage on ultrasonic connector; corrosion due to leakage on electric connector; corrosion due to leakage on image; air/water leakage at bending part; the image is damaged by damage to the charging coupled device (ccd) unit; it is not waterproof by damage to the channel tub; the suction amount does not meet the standard due to damage to the channel tube; and the curvature angle in the upwards direction does not meet the standard due to wear and tear on the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.